Event description:
A home pt's family member contacted baxter's product survellance department to report repeated incidents of moisture noted on the floor and table around the homechoicesystem by the time the home pt is in the 2nd cycle of their automated peritoneal dialysis therapy. Per the family member, after noting the moisture, they did not continue the home pt's therapy. No moisture is noted underneath the solution bags, nor is moisture noted inside the door of the homechoice machine while dismantling the setup. The moisture is consistenly noted on the table under the from=nt of the machine and on the floor infront of the machine. Per the family member, they did stack solution bags during prime, but are not there during prime to monitor whether or not fluid leakage is occurring at that point. Per the family member, they stack 1 solution bag on top of the heater bag and it remainds there during the entire therapy. This has been an ongoing isue since the home pt started using the homechoice system. No sharp utensils are used to open the cartons or overpouches in which the homechoice sets are delivered, and everything is examined prior to use, with nothing unusual noted. No animals have access to the supplies prior to or during therapy. No pt injury or medical intervention has been associated with this issue, per the home pt's family member.